Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. On the patient g7 app, the cgm was 300 mg/dl with 2 arrows pointing down. He checked his bg with a fingerstick, which showed 372 mg/dl. As a result, he administered 4 units of humalog insulin using his quickpen. The patient reportedly noted that the situation escalated quickly. His last cgm reading was 364 mg/dl, and within 5 minutes, it dropped to 300 mg/dl. The patient began shaking, feeling light-headed, and as if he were about to pass out. His primary caregiver called 911, and he was rushed to the hospital by ambulance. On arrival, the ambulance took a fingerstick reading, which showed 369 mg/dl. The patient could not remember the exact cgm value but recalled it being much lower than the fingerstick result. The ambulance administered a saline drip to the patient. The hospital ran a full blood panel and administered medication mixed with his saline drip. The patient was treated for diabetic ketoacidosis in the hospital for 5 hours, until 1:00 am. By the end of his stay, they reported that he was still feeling light-headed but overall feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid prior self treatment. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when patient had symptoms. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.